Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a car accident a few months ago and the stimulation coverage has changed. Patient had no coverage in her low back. The rep was interrogated, ran impedance check and reprogramming. All impedances were within normal limits. An x-ray image was taken. Reprogramming was attempted and was not successful. Rep could not recapture original coverage after repeated attempts. Patient was evaluated by a new surgeon who evaluated the current lead position and determined that there was no change or migration of the lead. Issue not resolved at this time. Additional information received from a manufacturer representative (rep). It was reported the cause of the loss of coverage was due to the car accident. An x-ray and reprogramming was performed, but the issue was not resolved. The rep stated the patient had been in a car accident in (B)(6) 2019. The stimulator had been put in for low back and left leg pain and the physician believed the lead had moved as the patient now feels stimulation in her abdomen. The entire system was going to be replaced for MRI compatibility on (B)(6) 2020. The issue was not resolved at the time of the report.